Manufacturer narrative:
A 2.5 x 16mm synergy stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage, with stent struts lifted, bunched and pulled distally. The undamaged stent od (outer diameter) was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A recommended 0.0140 inch guidewire successfully loaded through the tip without issue. The balloon inflated successfully it its rated burst pressure of 18atm, a vacuum was pulled, and the balloon deflated in 7 seconds which is within deflation time. The inflation device was verified before and after use, using druck pressure gauge. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed. The 16mm x 2.50mm synergy ii des balloon ruptured. The procedure was successfully completed with a different device without issue or patient injury.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed. The 16mm x 2.50mm synergy ii des balloon ruptured. The procedure was successfully completed with a different device without issue or patient injury.